Event description:
Cpi received info that these bipolar leads were removed from svc due to oversensing. R-waves in 1992, when leads implanted, were 7.5. On 4/94, they were 4.8. On 10/98, they were 3.0 and 6/99, they were 1.9. Pacing lead incidence was 399 on 6/99, but do not have any history on impedance. Pacing threshold is 5.0 @ 0.2ms; device is programmed to 5.0v @ 0.6ms. There are no inappropriate episodes. Pt's leads sensing inappropriately. Leads were capped and remain implanted, therefore the problem could not be confirmed.